Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye, as it was being advanced in the cartridge. The lens was removed without enlarging the incision. No pt injury. The facility stated that the cause of the lens tear was due to the cartridge. The injector model that was used is a msi-pr, lot number 1189285. The facility stated that there were three attempts for the same pt please reference MFR report # 2023826-2005-00305 & 2023826-2005-00306.